Manufacturer narrative:
The failure investigation has been completed and the alleged speaker & vibrator issue was verified while the alleged low bg issue was verified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "low" on the continuous glucose monitor and seizure; cause was unknown. Customer required assistance from the contact to address bg with glucose injection. Additionally, it was reported that the pump's alarm sound was not annunciating. Reportedly, customer reverted to an alternate method of insulin therapy.